Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left coil perforated the fallopian tube and inserted in the wall of my uterus / damage to tubes and uterus / coil poking out from the top of my uterus') and embedded device ('left coil inserted in the wall of my uterus / damage to tubes and uterus / one coil was embedded in the upper uterine wall') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous on (B)(6) 2010, multiparous on (B)(6) 2008, miscarriage in 2007, miscarriage in 1995 and multigravida. Previously administered products included for depression: celexa from 2007 to 2009; for an unreported indication: mirena from (B)(6) 2008 to (B)(6) 2009 and depo provera from 2002 to 2006. Concurrent conditions included obesity. Concomitant products included bisoprolol fumarate since 2015 for blood pressure high, bupropion hydrochloride (wellbutrin) in 2007, methylphenidate hydrochloride (ritalin) from 2012 to 2014 and venlafaxine hydrochloride (effexor) from 2012 to 2014 for depression, levocetirizine since 2013 for multiple allergies as well as lisdexamfetamine mesilate (vyvanse) since 2014. In 2010, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("persistent abdominal pain (sharp, throbbing and persistent), frequent pain, especially surrounding ovulation and menstrual cycle / persistent abdominal pain and cramping") and complication of device insertion ("left coil inserted in the wall of my uterus"). In 2011, the patient experienced rash ("rashes on my arms and legs as well as abdomen (intermittent)"), urticaria ("hives on my arms and legs as well as abdomen (intermittent)"), polyarthritis ("inflammation in my joints/ frequent swelling") and skin swelling ("painful swelling that would take place in tattoos that were done many years prior"). In 2012, the patient experienced coeliac disease ("diagnosed with celiac disease"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), pelvic pain ("severe and persistent pain"), allergy to metals ("hypersensitivity reaction to nickel") and insomnia ("sleepless nights") and was found to have weight decreased ("lost 46 ibs slowly over two years"). The patient was treated with paracetamol (tylenol) and surgery (laparoscopic surgery and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, weight increased, complication of device insertion, allergy to metals, insomnia and weight decreased outcome was unknown, the rash, abdominal pain, urticaria, abdominal pain lower, pelvic pain, fatigue, polyarthritis and skin swelling had resolved and the coeliac disease had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, coeliac disease, complication of device insertion, embedded device, fallopian tube perforation, fatigue, insomnia, pelvic pain, polyarthritis, rash, skin swelling, urticaria, weight decreased and weight increased to be related to essure. The reporter commented: it was reported that she use hot packs, bed rest for abdominal pain and inflammation in my joints/ frequent swelling. She had hsg which showed coil was in uterus and not the tube (left), she then had exploratory laparoscopy to view damage to see if repairs could be made then clips were put on tubes. While they were in there they put the manipulator in and pushed the manipulator through uterus. Her bladder affixed to a part of uterus she removed. Her current weight was 164lbs. On (B)(6) 2011, she had lasik. (B)(6) 2017, she had upper gastrointestinal endoscopy for vomiting, illness, pain. She used condoms as contraception. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: coil was in uterus and not the tube (left),. (B)(6) 2014- surgical pathology report : specimen(s) received. Uterus, cervix, bilateral tubes. Pre post operative diagnosis. Pelvic pain. Uterus with bilateral fallopian tubes: mild chronic cervicitis. Endomyometrium, no pathologic abnormality. Fallopian tubes, bilateral, no pathologic abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left coil perforated the fallopian tube and inserted in the wall of my uterus / damage to tubes and uterus / coil poking out from the top of my uterus') and embedded device ('left coil inserted in the wall of my uterus / damage to tubes and uterus / one coil was embedded in the upper uterine wall') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous on (B)(6) 2010, multiparous on (B)(6) 2008, miscarriage in 2007, miscarriage in 1995 and multigravida. Previously administered products included for depression: celexa from 2007 to 2009; for an unreported indication: mirena from (B)(6) 2008 to (B)(6) 2009 and depo provera from 2002 to 2006. Concurrent conditions included obesity. Concomitant products included bisoprolol fumarate since 2015 for blood pressure high, bupropion hydrochloride (wellbutrin) in 2007, methylphenidate hydrochloride (ritalin) from 2012 to 2014 and venlafaxine hydrochloride (effexor) from 2012 to 2014 for depression, levocetirizine since 2013 for multiple allergies as well as lisdexamfetamine mesilate (vyvanse) since 2014. In 2010, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("persistent abdominal pain (sharp, throbbing and persistent), frequent pain, especially surrounding ovulation and menstrual cycle / persistent abdominal pain and cramping") and complication of device insertion ("left coil inserted in the wall of my uterus"). In 2011, the patient experienced rash ("rashes on my arms and legs as well as abdomen (intermittent)"), urticaria ("hives on my arms and legs as well as abdomen (intermittent)"), polyarthritis ("inflammation in my joints/ frequent swelling") and skin swelling ("painful swelling that would take place in tattoos that were done many years prior"). In 2012, the patient experienced coeliac disease ("diagnosed with celiac disease"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), pelvic pain ("severe and persistent pain"), allergy to metals ("hypersensitivity reaction to nickel") and insomnia ("sleepless nights") and was found to have weight decreased ("lost 46 ibs slowly over two years"). The patient was treated with paracetamol (tylenol) and surgery (laparoscopic surgery and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, weight increased, complication of device insertion, allergy to metals, insomnia and weight decreased outcome was unknown, the rash, abdominal pain, urticaria, abdominal pain lower, pelvic pain, fatigue, polyarthritis and skin swelling had resolved and the coeliac disease had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, coeliac disease, complication of device insertion, embedded device, fallopian tube perforation, fatigue, insomnia, pelvic pain, polyarthritis, rash, skin swelling, urticaria, weight decreased and weight increased to be related to essure. The reporter commented: it was reported that she use hot packs, bed rest for abdominal pain and inflammation in my joints/ frequent swelling. She had hsg which showed coil was in uterus and not the tube (left), she then had exploratory laparoscopy to view damage to see if repairs could be made then clips were put on tubes. While they were in there they put the manipulator in and pushed the manipulator through uterus. Her bladder affixed to a part of uterus she removed. Her current weight was 164lbs. On (B)(6) 2011, she had lasik. (B)(6) 2017, she had upper gastrointestinal endoscopy for vomiting, illness, pain. She used condoms as contraception. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: coil was in uterus and not the tube (left),. (B)(6) 2014- surgical pathology report : specimen(s)received uterus, cervix, bilateral tubes pre post operative diagnosis pelvic pain. Uterus with bilateral fallopian tubes: mild chronic cervicitis. Endomyometrium, no pathologic abnormality. Fallopian tubes, bilateral, no pathologic abnormality most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event "celiac disease" was added. New reporter was added. On 23-mar-2020: social media received. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left coil perforated the fallopian tube and inserted in the wall of my uterus / damage to tubes and uterus / coil poking out from the top of my uterus") and embedded device ("left coil inserted in the wall of my uterus / damage to tubes and uterus / one coil was embedded in the upper uterine wall") in a (B)(6) -year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth on (B)(6) 2008, live birth on (B)(6) 2010, miscarriage in 1995 and miscarriage in 2007. Previously administered products included for depression: celexa from 2007 to 2009; for an unreported indication: mirena from (B)(6) 2008 to (B)(6) 2009 and depo provera from 2002 to 2006. Concurrent conditions included obesity. Concomitant products included bisoprolol fumarate in 2015 for blood pressure high, bupropion (wellbutrin) in 2007, methylphenidate hydrochloride (ritalin) in 2012 and venlafaxine (effexor) in 2012 for depression, levocetirizine in 2013 for multiple allergies as well as lisdexamfetamine mesilate (vyvanse) in 2014. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("persistent abdominal pain (sharp, throbbing and persistent), frequent pain, especially surrounding ovulation and menstrual cycle") and complication of device insertion ("left coil inserted in the wall of my uterus"). On an unknown date, the patient experienced rash generalised ("rashes on my arms and legs as well as abdomen (intermittent)"), urticaria ("hives on my arms and legs as well as abdomen (intermittent)"), abdominal pain lower ("cramps"), pelvic pain ("severe and persistent pain"), fatigue ("fatigue"), arthritis ("inflammation in my joints/ frequent swelling"), weight increased ("weight gain"), swelling ("painful swelling that would take place in tattoos that were done many years prior"), allergy to metals ("hypersensitivity reaction to nickel"), insomnia ("sleepless nights") and weight decreased ("lost 46 ibs slowly over two years"). The patient was treated with paracetamol (tylenol) and surgery (laparoscopic surgery and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, weight increased, complication of device insertion, allergy to metals, insomnia and weight decreased outcome was unknown and the rash generalised, abdominal pain, urticaria, abdominal pain lower, pelvic pain, fatigue, arthritis and swelling had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthritis, complication of device insertion, embedded device, fallopian tube perforation, fatigue, insomnia, pelvic pain, rash generalised, swelling, urticaria, weight decreased and weight increased to be related to essure. The reporter commented: it was reported that she use hot packs, bed rest for abdominal pain and inflammation in my joints/ frequent swelling. She had hsg which showed coil was in uterus and not the tube (left), she then had exploratory laparoscopy to view damage to see if repairs could be made then clips were put on tubes. While they were in there they put the manipulator in and pushed the manipulator through uterus. Her bladder affixed to a part of uterus she removed. Her current weight was (B)(6) lbs. On (B)(6) 2011, she had lasik. (B)(6) 2017, she had upper gastrointestinal endoscopy for vomiting, illness, pain. She used condoms as contraception. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2010: coil was in uterus and not the tube (left), most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter and lawyer added case become medically confirmed. Patient demographic updated. Historical condition, historical drug and concomitant disease. Concomitant medication. Suspect drug indication added. In (B)(6) 2010, she inserted essure (previously reported as (B)(6) 2010). Information regarding events received. Event severe and permanent injuries was deleted. In (B)(6) 2014, she had removed essure device. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.